Manufacturer narrative:
Investigation summary: it was reported that the plunger in the syringe does not fully depress. To aid in the investigation, four samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible the customer had some units that were on the higher side of specification that would induce more force that normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0337041. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. During manufacturing silicone dispersion in the barrel is being monitored to provide consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger did not fully depress and only delivered "4 mls" of saline. The following information was provided by the initial reporter: "plunger in syringe does not fully depress. Only able to deliver 4 mls of saline in syringe."